Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Stryker representative had a meeting with dr on 17.05.2025 and received feedback about mrh case he did in (B)(6) 2024, and the patient had an accident in (B)(6) 2024 slipped in the toilet and the femur was broken, femur implant was disconnected from stem. The case was followed up with the surgeon at that time and revision was done using gmrs system and now he is asking to know the reason of the failed of implant and the case needed to be revised after three months.

Manufacturer narrative:
Reported event: an event regarding crack/fracture and disassociation involving a mrh femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that 'the patient had an accident in (B)(6) 2024 slipped in the toilet and the femur was broken, femur implant was disconnected from stem. The case was followed up with the surgeon at that time and revision was done using gmrs system and now he is asking to know the reason of the failed of implant and the case needed to be revised after three months.' The exact cause of the event could not be determined because insufficient information was provided, however it is reported that the patient fell, which is the most likely cause of the failure. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.